Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was ranged from 95-220 mg/dl. In addition, it was reported that a cartridge alarm 1 occurred during the load process, and subsequently a minimum fill notification occurred after the user filled the cartridge with 200+ units of insulin during the load sequence. A new cartridge was successfully loaded to address these events.